Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Patient ID was not provided, age was not provided, patient weight was not provided, brand name unknown, device product code unknown, device lot # was not provided/unknown, catalog number unknown, PMA/510k unknown. Device has not yet been returned to manufacturer.

Event description:
It was reported that unknown screw fractured during normal placement of an implant crown on a lower molar tooth. Doctor tried to remove the fractured screw with manual reversing drill.